Event description:
I used the complete moisture plus eye solution. I have had an eye infection and had to spend a lot for the dr and medicine. I do not have health insurance. I just saw on the news that this solution causes eye infections and other complications. Including blindness. Dates of use one month in 2007. Diagnosis or reason for use: contact solution.